Manufacturer narrative:
(B)(6). Information about patient age, gender, weight, and concomitant medications was not available. It is anticipated that the device will be received for analysis; however, the device has not yet been delivered. Additional info will be submitted within 30 days of receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The device was returned for analysis on 7/23/2014. The device positioning unit had been detached after the procedure. Complaint conclusion: during coil embolization of sphenopalatine (spa) artery aneurysm, a presidio 18 (pc4180830-30/c234920) unraveled in an excelsior 1018 microcatheter hub during the withdrawal of the coil, and could not be resheathed. It was reported that there had been no resistance/friction while advancing or removing the coil from the microcatheter. Due to the complication, there was about 10 minutes delay in the procedure. The procedure was completed successfully without any further issues. There was no patient injury/complication reported. The complaint products were new and were stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and a constant flush had been maintained at all times. Prior to use, no defect (kink, bends, etc.) Was noted on the products by visual inspection. Also no damages were reported on the devices after the event. It was reported that the coil had separated from the device positioning unit (dpu) during post-procedural handling. No unintended detachment was observed in the vessel or in the microcatheter. It is unknown if the microcatheter was re-shaped or not. The complained product will be returned for evaluation. No additional information about the procedure or use of the device was available. The device was returned for analysis; however, the dpu was not returned. Only the stretched coil was returned protruding outside the excelsior 1018 microcatheter. The coil¿s socket ring was still attached to the coil was the ball tip. The proximal section of the coil was stretched and had to be dissected from the microcatheter. No damage or manufacturing defects were found to the returned microcatheter. The coil¿s socket ring was fractured and severed from the soldered section due to external force and anchoring of the coil. No material defects were found at the fracture site. There are two possible contributing factors to the coil stretching and its failure to be resheathed. The primary contributing factor to the coils stretching and unraveling may have occurred if the green introducer was proximal to the rotating hemostatic valve (rhv). This would have allowed the coil to come in contact with the inside diameter of the adjustable rubber gasket residing inside the rhv. This may have caused the coil to become anchored and stretch. The secondary contributing factor to the coil stretching and resheathing difficulty may have been due to interference that produced an anchoring effect to the coil. The source of this interference cannot be determined as the dpu was not returned and the microcatheter was returned cleaned. In addition, without the return of the complete dpu including the introducer sheath, the attached resheathing tool, and the rhv used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The stretched coil was confirmed based on the condition of the returned device; however, the root cause of the event could not be determined without return of the dpu, resheathing tool and rhv. Device handling and interaction with the microcatheter may have contributed to the event. There was no evidence to suggest the complaint was related to a manufacturing issue; therefore, no corrective action will be taken at this time.

Event description:
During coil embolization of shenopalatine (spa) artery aneurysm, a presidio 18 (pc4180830-30/c234920) unraveled in an excelsior 1018 microcatheter hub during the withdrawal of the coil, and could not be resheathed. It was reported that there had been no resistance/friction while advancing or removing the coil from the microcatheter. Due to the complication, there was about 10 minutes delay in the procedure. The procedure was completed successfully without any further issues. There was no patient injury/complication reported. The complaint products were new and were stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and a constant flush had been maintained at all times. Prior to use, no defect (kink, bends, etc.) Was noted on the products by visual inspection. Also no damages were reported on the devices after the event. No unintended detachment was observed in the vessel or in the microcatheter. It is unknown if the microcatheter was re-shaped or not. The complained product will be returned for evaluation. No additional information about the procedure or use of the device was available.